Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima standard blades ejected out of the retractor system.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. Multiple requests have been made to obtain additional info from the customer, including details regarding the pt's condition. A supplemental report will be submitted if the device and/or additional info is received. A lot history record review could not be performed as the product lot number is unknown. Items marked "ni" are currently unknown. (B)(4).